Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery there was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.